Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was very loud, heated up at the top (was warm) and smelt like metal on metal. According to the reporter, the drill collar was unable to go into the safe position and hold this made getting the burr in and out difficult. The surgery was completed successfully using the same device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter and safety assessment. It was also observed that the motor had an unusual noise and the unit reflected heat with a reading of 124.7 degrees fahrenheit which is greater than manufacture specification (124.7 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). The flex circuit potting was cracked and the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause for the flex circuit was worn from normal use over time which is consistent with a cracked flex circuit potting. The root cause for the broken drive shaft is consistent with using excessive force while the motor is in use. The broken drive shaft is what caused the noise, heat and drill collar (disconnect sleeve) to work improperly thus failing the cutter and safety assessment. The component damage was caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.